Event description:
It was reported that the subject device was interrogated on (B)(6) 2015 and the programmer showed remaining longevity of 2 years. In (B)(6) 2016, the interrogation of the device showed that the recommended replacement time (rrt) was reached. Therefore the device was replaced on (B)(6) 2016. An investigation is required to explain the unexpected battery depletion.

Event description:
It was reported that the subject device was interrogated on may 2015 and the programmer showed remaining longevity of 2 years. In (B)(6) 2016, the interrogation of the device showed that the recommended replacement time (rrt) was reached. Therefore the device was replaced on (B)(6) 2016. An investigation is required to explain the unexpected battery depletion.

Manufacturer narrative:
Analysis of the programmer files showed that normal battery depletion occurred and the expertise of the returned device showed that the electrical characteristics were within specifications.

Event description:
It was reported that the subject device was interrogated on (B)(6) 2015 and the programmer showed remaining longevity of 2 years. In (B)(6) 2016, the interrogation of the device showed that the recommended replacement time (rrt) was reached. Therefore the device was replaced on (B)(6) 2016. An investigation is required to explain the unexpected battery depletion.